Manufacturer narrative:
Other applicable components are: product ID: 97754, serial#: (B)(4), product type: recharger.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that it was taking too long to charge the ins and there was poor coupling and difficulty charging. The patient reported that the ins gets charge but it takes forever and it never gets a full charge. The patient reported that they were wondering if the broken belt had any effect on the charging because they have to stand up straight to get any boxes. The patient reported that if they stand up straight then they will get full bars but if they sit the bars go away. No patient complications have been reported because of this event.